Event description:
A catheter occlusion was reported. A programming error was specified. The doctor did not perform a priming bolus before the pump was implanted. The medication infused was lioresal.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot# unknown, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).